Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, redness, inflammation, drainage and infection extended beyond the patch perimeter. It was reported that the patient experienced a autosensitization dermatitis. The skin reaction was not on the insertion site, but symptoms were occurring in the hands and feet. The reaction was treated with a prescription of an oral medication: betamethasone, azunol ointment, bilanoa od tablets, rupafin tablets. The area was prepared with chlorhexidine non-alcohol before placing the sensor on the body. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.